Event description:
Per the clinic, the device was explanted under monitored anesthesia care (mac) on (B)(6) 2024, due to the patient sustaining a trauma to the implant side of the head. The patient was reimplanted with another cochlear device during the same surgery.